Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient potentially had seizures and was hospitalized. The caller was the patient¿s daughter and said the doctors at the hospital wanted the patient to have an eeg to check for seizures. It was reviewed that turning off stimulation was a medical decision and directed the caller to the patient¿s managing hcp. There were no further complications reported.